Event description:
Dexcom was made aware on (B)(6) 2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced a skin reaction with bruises, swelling, and inflammation which occurred 9 days after the sensor had been inserted in the arm. According to the report, the patient said that the sensor wire got stuck in her skin. She visited the doctor to remove the wire. She also mentioned that she got bruises because of what happened. The doctor gave her antibiotics (penicillin) because her immune system is weak. She then came home after the the wire was removed by unspecified means. At the time of the report, the patient said the affected area also had swelling after a few hours. Ts referred the patient back to her doctor for evaluation. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient stated that the sensor was retained in her skin. The patient experienced bruises, swelling, and inflammation at the insertion site. She visited the doctor to remove the wire. It was reported that the doctor used a device similar to tweezers to remove the sensor wire. The doctor prescribed the patient penicillin. At the time of the report, the patient said the affected area also had swelling after a few hours. No product was provided for investigation. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).